Event description:
Patient reported left side deflation with no treatment. Healthcare professional reported a left side no complaint against device. Healthcare professional later reported capsular contracture, baker grade IV. Healthcare professional later reported deflation. The device has been explanted.

Manufacturer narrative:
Asr / psr date submitted: 10/24/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Deflation: observed an opening assessed as fold flow opening. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side deflation with no treatment. Healthcare professional reported a left side no complaint against device. Healthcare professional later reported capsular contracture, baker grade IV. Healthcare professional later reported deflation. The device has been explanted.